Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the coil in the left fallopian tube/migration/malposition of essure device") and menorrhagia ("abnormal bleeding (menorrhagia)") in a (B)(6) female patient who had essure (batch no. 96217-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included d & c on (B)(6) 2012, endometrial ablation, missed abortion and appendectomy. Previously administered products included for an unreported indication: penicillin. Past adverse reactions to the above products included hypersensitivity with penicillin. Concurrent conditions included hypothyroidism, depression, anxiety, uterine bleeding, insomnia (unspecified), gonorrhea and chlamydial infection. Concomitant products included alprazolam (farmapram), alprazolam (xanax), levothyroxine, metronidazole (flagyl) and sertraline (zoloft). In 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain ("pain: pelvic"). In (B)(6) 2012, the patient experienced device dislocation (seriousness criterion medically significant) with abdominal pain lower. In (B)(6) 2015, the patient experienced disturbance in attention ("lack of concentration"). On (B)(6) 2015, the patient experienced fatigue ("fatigue") and pollakiuria ("urinary frequency"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2017, the patient experienced breast pain ("breast pain"). On an unknown date, the patient experienced abdominal pain upper ("upper abdominal pain and cramping"), skin disorder ("rashes or skin conditions"), rash ("rashes or skin conditions"), dysmenorrhoea ("dysmenorrhea (cramping)"), bone pain ("pain: bones"), abdominal pain ("pain: abdomen"), breast mass ("pain: both breasts lumps"), abdominal pain lower ("pain: lower abdominal"), vulvovaginal pain ("pain: vaginal") and procedural pain ("extremely painful - doctor stopped procedure after implanting device on left side"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the device dislocation and abdominal pain upper had not resolved and the menorrhagia, vaginal haemorrhage, skin disorder, disturbance in attention, rash, dysmenorrhoea, dyspareunia, fatigue, pollakiuria, breast pain, bone pain, pelvic pain, abdominal pain, breast mass, abdominal pain lower, vulvovaginal pain and procedural pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, bone pain, breast mass, breast pain, device dislocation, disturbance in attention, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, pollakiuria, procedural pain, rash, skin disorder, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: she sought medical attention for her symptoms. She still suffered from the mentioned symptoms and was currently investigating her options for removal of the essure device. Second essure was inserted on (B)(6) 2012. She had did not removed essure (or any part of the device) removal. Diagnostic results: (B)(6) 2012: hysterosalpingogram (hsg) (as per pfs) result of the test: unilateral occlusion (right tube occluded), migration of essure device, and left essure device migrated. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: breast pain, pelvic pain." Most recent follow-up information incorporated above includes: on 21-aug-2018: update of information (batch is invalid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.